Manufacturer narrative:
All available information was investigated, and the reported deformed clip introducer tip was confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the investigation determined the reported deformed clip introducer tip to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after removing a mitraclip xtw out of the box and during inspection of the device, the soft blue tip of the clip introducer was damaged. It was noted that the soft tip was not torn or cut. The tip appeared folded in on one segment of the blue tip. Therefore, the clip was not used and was replaced. There was no clinically significant delay in the procedure.